Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep that the black sheath on the customer's vapr s90 4.0mm with integrated hand piece chipped on the distill end during a rotator cuff repair. The part was removed with a grasper. There were no patient consequences or delays. The case was completed with another like device. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observation under magnification shows that there is missing insulation material on the distill end of the shaft on the base of the active tip. This complaint is confirmed. The loose insulation piece was not returned with the complaint. Device shows signs of activation, revealing nicks and marks on the active tip. Active tip shows signs of use. Saline residue is visible in the suction tube. Functional testing was conducted. The device was connected to the test generator and default settings were present. The device was recognized. Via activation of the footswitch the device was activated at maximum wattage in both cut and coag. Mode. The device functioned as intended in both modes. No information was provided to determine a root cause for this failure. Possible root cause could be that the device got in contact with a sharp object. Other than the possibilities listed, a specific root cause for this failure mode cannot be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. A complaint search in depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. And at this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).